Event description:
It was reported that after the catheter was inserted, a leak was found at the hub and as a result was replaced. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.